Event description:
On 03/14/84 the ipp device was implanted. On 02/02/88 the device was revised. On 07/22/97 the entire device was removed from the patient and replaced because of "device was not inflating."